Event description:
It was reported on (B)(6) 2020, a 25mm trifecta¿ gt valve was implanted. On (B)(6) 2021, cerebrovascular infarction developed and warfarin was prescribed after that being changed to doac (direct oral anticoagulants). On (B)(6) 2021, the patient presented to the internal medicine department due a fever and upon examination moderate to severe aortic regurgitation was noted on (B)(6) 2021. On (B)(6) 2021, the pave was explanted and replaced with an unknown valve. Upon, explant a leaflet tear was noted. The patient was reported to be in stable condition and is recovering.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2020, a 25mm trifecta¿ gt valve was implanted. On (B)(6) 2021, cerebrovascular infarction developed and warfarin was prescribed after that being changed to doac (direct oral anticoagulants). On (B)(6) 2021, the patient presented to the internal medicine department due a fever and upon examination moderate to severe aortic regurgitation was noted on (B)(6) 2021. On (B)(6) 2021, the pave was explanted and replaced with an unknown valve. Upon, explant a leaflet tear was noted. The patient was reported to be in stable condition and is recovering.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant was reported due to "fever and upon examination moderate to severe aortic regurgitation". The investigation found that leaflet 3 was detached. All leaflets had fibrous thickening. All leaflets had a thin layer of fibrin with intact and degenerating acute and chronic inflammatory cells. There were microcalcifications within the fibrin and gram stains were negative for organisms. This is consistent with treated infective endocarditis but confirmation with patient history would be necessary. There was fibrous pannus ingrowth on the inflow surface of leaflet 1 and leaflet 2, with fusion of the commissure. There were separate fragments of organizing thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use artmt600099236 version 1.0, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and reported tear along with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency and elevated gradient noted prior to explant.